Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. A boston scientific technical services consultant reviewed the device data and identified the out of range impedance measurement occurred on the same day an atrial tachycardia response (atr) episode was stored. The duration of this episode was thirty seven minutes. Pacing therapy was provided on the right ventricular (rv) channel; however, there was no atrial pacing during the duration of the episode. The consultant explained that the atr episode was inappropriate as when the respiratory rate trend (rrt) is programming on, the rrt can potentially detect the signal due to minute ventilator (mv) sensor oversensing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this patient passed away as a result of respiratory arrest and the previously reported clinical observations occurred post mortem. The device was functioning appropriately while the patient was alive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being processed due to additional pertinent information.